Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used and the ¿hand piece fell apart while being used.¿ further assessment answers were requested; however, no answers have been received. The procedure was completed with a ¿new diathermy plume pen¿ and there was no delay. There was no impact or injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿fell apart¿ is inconclusive. The device is not being returned; therefore, the reported event cannot be verified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 46 reports, regarding 82 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used and the ¿hand piece fell apart while being used.¿ further assessment answers were requested; however, no answers have been received. The procedure was completed with a ¿new diathermy plume pen¿ and there was no delay. There was no impact or injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.